Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical intervention. As a result of the event, the consumer has had adjustments made to his insulin dosages. This is being reported as an adverse event under the FDA medwatch regulations. The meter and test strips reported in this event will not be returned for evaluation.